Event description:
Litigation alleges that the patient suffered from pain on account of his asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Event description:
**Update: 2/13/2013 sales rep reports that the patient was revised because of elevated chromium levels. During revision soft tissue and muscle damage was noted.

Event description:
Litigation alleges that the patient suffered from pain on account of his asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. **update: (B)(4) 2013 sales rep reports that the patient was revised because of elevated chromium levels. During revision soft tissue and muscle damage was noted. There was no new information received that would change the investigational results. **update**(B)(4) 2013 - per the importer report # (B)(4), patient had implantation of metal on metal asr hip prosthesis approximately 5 years ago. He recently returned to his surgeon with elevated metal levels. A recent MRI of the hip shows a multiloculated fluid collection anterolateral to the femoral component of the prosthesis. The locules of the collection demonstrate mixed signal characteristics; likely due to variable degrees of metallic and proteinaceous contents. The patient returned to or for replacement of the implant intraoperatively, significant metallosis was found involving a bursae pseudocyst, gluteus medius with a tendon graft was required. The gluteus minimus was reinforced with collagen matrix graft. Additional metallosis was found in the capsule and morse taper of the femoral component. Implants were removed and replaced. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form and sticker sheet was received, which confirmed the date of implant to be that of (B)(6) 2008. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.